Event description:
It was reported that during a low anterior resection procedure, the device fired easily, but upon inspection, surgeon did not observe the distal portion. When the anastomosis was done from below with the circular, there was a tear. The tear was in the superior portion of the contour right under the retaining pin. The surgeon had to hand suture the opening. The pt currently has a temporary colostomy.

Manufacturer narrative:
Info anticipated, but unavailable at this time.